Event description:
The customer contacted reported the ground prong on the ac power cord plug was bent. The pump was returned to the central processing department with an unsigned note that stated, "broken prong." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. There were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2011. The power cord was received for further testing on (B)(4) 2011. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.